Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received multiple shocks for an apparent sinus tachycardia episode. Therapy was not exhausted. The crt-d remains in service and will continued to be monitored. No additional adverse patient effects were reported.